Event description:
It was reported that during the implant procedure, the stylet could not be advanced and it broke off. The patient had a difficult anatomy but was asymptomatic. The physician elected to cut the stylet and leave it inside the lead body. There has been no confirmation to the final outcome of the case. No further information was available at this time.

Manufacturer narrative:
(B)(4).